Event description:
It was reported that the patient underwent a posterior spinal surgery at l4-5 to treat degenerative disease. Sometime post-op the patient developed an infectious disease. The patient underwent a revision surgery to remove the crosslink. No additional information is available at this time.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.